Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's patient connector lost connection with the implantable pulse generator (ipg) and displayed the message "bluetooth low energy, not connected." The patient was pacing at the time due to dependency. The programmer remains in use. No patient complications have been reported as a result of this event.